Manufacturer narrative:
Continuation of d10: product ID wr9200, serial #unknown, product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the recharger would keep recharging on the dock after the 20 second activation until it is fully charged.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# unknown. Product type recharger information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the battery indicator of the wireless recharger keep flashing abnormally when the recharger is placed on the recharger dock. Also, patient is not able to switch on the recharger for most of the time. Therefore, patient was not able to charge the recharger and the dbs properly as well. It is advised to try doing a reset by holding the power button down over 45 seconds for multiple times. However, this method is not working at all. I have ruled out the possibility of malfunction of recharger dock by placing another recharger on the exiting dock, and it works fine.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial #: (B)(6) implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.